Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: the device related to the reported event of deflation was received on august 19, 2024, with lot number#: 1218324. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "deflation". Record is for right side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/19/2024.

Event description:
Healthcare professional reported "deflation." Record is for right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation." Record is for right side. The device has been explanted.